Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin cp5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that several locations on the touch screen of the sorin centrifugal pump 5 (cp5) only responded when very high pressure was applied during priming. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The issue was confirmed and an nvmem clear was performed, however the issue was not resolved. Visual inspection did not identify any signs of fluid ingress. A new touch screen was ordered to replace the faulty device. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that several locations on the touch screen of the sorin centrifugal pump 5 (cp5) only responded when very high pressure was applied during priming. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin cp5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). The complained touch screen was returned to sorin group (B)(4) for investigation. Visual inspection of the returned device confirmed the issue and revealed that fluid had penetrated into the touch screen. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.